Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as 2134265-2016-07774 and 2134265-2016-07775. It was reported that automatic pullback failure had occurred. A 90% stenosed target lesion was located in a moderately tortuous and severely calcified coronary artery. An opticross imaging catheter was used in conjunction with an unknown sled and motor drive unit. During a percutaneous coronary intervention, the catheter was connected and was recognized properly. However, it was unable to pullback. The procedure was completed with another opticross. No patient complications reported and the patient's condition was good.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Visual inspection revealed a kink in the telescope assembly from femoral marker to the proximal end. The telescope assembly was not able to properly pull back, advance, and retract, due to the returned condition of the catheter. No other issues or defects noted on the analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as 2134265-2016-07774 and 2134265-2016-07775. It was reported that automatic pullback failure had occurred. A 90% stenosed target lesion was located in a moderately tortuous and severely calcified coronary artery. An opticross¿ imaging catheter was used in conjunction with an unknown sled and motor drive unit. During a percutaneous coronary intervention, the catheter was connected and was recognized properly. However, it was unable to pullback. The procedure was completed with another opticross. No patient complications reported and the patient's condition was good.